Event description:
Pt experienced an under-delivery while being fed with the device. Pt was to receive 210 ml of an enteral feeding solution and 60 ml of an oral electrolyte solution at 45 ml/hr. Total delivery was intended to be 1080 ml in 24 hours, but pt only received 900 ml in 24 hours. There was no illness injury or medical intervention resulting from the event.